Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/malposition of essure device, location of device"), genital haemorrhage ("persistent bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 37-year-old female patient who had essure (batch no. B93880) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2, irregular menstrual cycle, appendectomy, nonsmoker (current tobacco use cigarettes) and birth control pill (not recall the name .) From 2013 to 2014. Taking high blood pressure medication on 2014. Previously administered products included for allergy: ibuprofen and nifedipine. Concurrent conditions included uterine bleeding (discuss ultrasound. Had an essure placed), urticaria drug-induced (hives), human papilloma virus infection, urogenital disorder, abdominal pain, ovarian cyst, musculoskeletal disorder (several from rollover mvc,), tubal ligation since 2014 and polycystic ovary. Family history included cardiovascular disease, unspecified (father) and diabetes mellitus (father). Concomitant products included medroxyprogesterone acetate (depo-provera) since 2014 to february 2015 for birth control as well as cetirizine hydrochloride (zyrtec) since 1994 and panadeine co (tylenol #3) since 2011. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and weight increased ("weight gain went from 150 to 200"). On (B)(6) 2015, 8 months 7 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on 16-apr-2015 underwent bilateral salpingectomy and robotic-assisted laparoscopic hysterectomy). Essure was removed on (B)(6) 2015 at the time of the report, the uterine perforation, uterine haemorrhage, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, fatigue, weight increased and migraine outcome was unknown and the genital haemorrhage had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure worsened a previously existing condition. Robotic assisted total laparoscopic hysterectomy on (B)(6) 2016 and bilateral salpingectomy on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . On unspecified date , transvaginal ultrasound shows: findings: uterus: 8.6 x 4.2 x 4.7 cm. No uterine wall masses. Parallel intraluminal echogenic device identified within the uterine cavity with the right side which was piercing through and protruding through the right side of the uterine wall. Endometrial stripe: 6.9 mm in thickness. Cervix: nabothian cysts. Impression: abnormal position of intrauterine device which pierces and protrudes through the right side of the uterine wall (B)(6) 2016, pathology report showed received in formalin as ''uterus and cervix'' is a specimen consisting of a uterus with attached portion of cervix and a detached portion of cervix. The specimen is 100 grams. It is 9cm in length, 4.5cm. From cornu to cornu, and 4cm. From anterior to posterior. The uterine serosa is erythematous but smooth. The detached portion of cervix is from the 9:00 to 12:00 quadrant. It and the remaining ectocervix are covered with smooth white mucosa. Sections reveal a few nabothian cysts, but no other discrete cervical lesions are identified. The 3.5 x 2.5 ern. Endometrial cavity is lined by a lush, pink-red endometrium. There is a 1.0cm. Subendornetrial nodule protruding into the endometrial cavity from the anterior wall. On section, this nodule is firm and white with a whorled surface that bulges on section. The endometrium has an average thickness of 0.2cm. The myometrium has an average thickness of 2cm. No other discrete endometrial or myometrial lesions are identified. Representative tissue is submitted as follows: 1 cervix; 2 and 3 subendornetrial nodule; 4 posterior endomyornetrium . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage and confirmed pelvic pain, menorrhagia and vaginal bleeding . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/malposition of essure device, location of device"), genital haemorrhage ("persistent bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 37-year-old female patient who had essure (batch no. B93880) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, live birth, irregular menstrual cycle, appendectomy, nonsmoker (current tobacco use cigarettes) and contraception (not recall the name .) From 2013 to 2014. Taking high blood pressure medication on 2014. Previously administered products included for allergy: ibuprofen and nifedipine. Concurrent conditions included uterine bleeding (discuss ultrasound. Had an essure placed), penicillin allergy (hives), human papilloma virus infection, urogenital disorder, abdominal pain, ovarian cyst, musculoskeletal disorder (several from rollover mvc,), tubal ligation since 2014 and polycystic ovary. Family history included cardiovascular disease, unspecified (father) and diabetes mellitus (father). Concomitant products included medroxyprogesterone acetate (depo-provera) since 2014 to (B)(6) 2015 for birth control as well as cetirizine hydrochloride (zyrtec) since 1994 and panadeine co (tylenol #3) since 2011. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced weight increased ("weight gain went from 150 to 200"). On (B)(6) 2015, 8 months 7 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (underwent bilateral salpingectomy on (B)(6) 2015 and robotic-assisted laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, uterine haemorrhage, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, fatigue, weight increased and migraine outcome was unknown and the genital haemorrhage had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure worsened a previously existing condition. Robotic assisted total laparoscopic hysterectomy on (B)(6) 2016 and bilateral salpingectomy on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion on unspecified date , transvaginal ultrasound shows: findings: uterus: 8.6 x 4.2 x 4.7 cm. No uterine wall masses. Parallel intraluminal echogenic device identified within the uterine cavity with the right side which was piercing through and protruding through the right side of the uterine wall. Endometrial stripe: 6.9 mm in thickness. Cervix: nabothian cysts. Impression: abnormal position of intrauterine device which pierces and protrudes through the right side of the uterine wall (B)(6) 2016, pathology report showed received in formalin as ''uterus and cervix'' is a specimen consisting of a uterus with attached portion of cervix and a detached portion of cervix. The specimen is 100 grams. It is 9cm in length, 4.5cm. From cornu to cornu, and 4cm. From anterior to posterior. The uterine serosa is erythematous but smooth. The detached portion of cervix is from the 9:00 to 12:00 quadrant. It and the remaining ectocervix are covered with smooth white mucosa. Sections reveal a few nabothian cysts, but no other discrete cervical lesions are identified. The 3.5 x 2.5 ern. Endometrial cavity is lined by a lush, pink-red endometrium. There is a 1.0cm. Subendornetrial nodule protruding into the endometrial cavity from the anterior wall. On section, this nodule is firm and white with a whorled surface that bulges on section. The endometrium has an average thickness of 0.2cm. The myometrium has an average thickness of 2cm. No other discrete endometrial or myometrial lesions are identified. Representative tissue is submitted as follows: 1 cervix; 2 and 3 subendornetrial nodule; 4 posterior endomyornetrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage and confirmed pelvic pain, menorrhagia and vaginal bleeding. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records received, medically confirmed case, patient demographic information, relevant information. Lab data, new events abnormal bleeding (vaginal, menorrhagia), malposition of essure device, location of device, migraines /headaches, dysmenorrhea (cramping), fatigue, perforation (uterus), weight gain and heavy periods were added.the event /pain stabbing pain worsened with movement and event uterine bleeding was added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown and the genital haemorrhage had not resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.